Manufacturer narrative:
Three (3) single-use devices were received for evaluation. Visual inspection revealed no signs of blockage or physical abnormalities that could have caused the reported issue. A functional flow rate test was performed, and the flow rate of the devices was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that three (3) small volume infusors underinfused medication to the patient. All the events involved a patient with no patient consequences. No additional information is available.